Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The caller reported that the unit was not working properly and has errors in etco2. Etco2 module is jumping in the on-off action. There was no pt involvement.